Manufacturer narrative:
The intraocular lens (iol) to date remains implanted into the patient's eye and the foreign material was not returned for analysis. A video of the procedure was provided in the complaint folder, and was evaluated. The video shows what appears to be a series of 6 white foreign material pieces along the perimeter of the right side of the lens. The foreign material can be seen on the edge of the lens right before unfolding and are much more visible after unfolding. Based on the video, the reported foreign material was confirmed. The material and the source of the material cannot be determined based on the video. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the operators conduct 100% visual inspection and cleaning of the lenses at 10x microscope magnification. If any defect is found that not meet the specification, the lenses are rejected. A search revealed that no additional complaints for this order number have been received labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4) explant date: if explanted, give date: na (not applicable) device not explanted. Initial reporter phone#: (B)(6). PMA/510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the injection of an intraocular lens (iol) into the patient's eye, some foreign substances on both sides of the iol were noticed. The surgeon removed most of the substance by irrigation and aspiration (I/a) operation; however, due to the patient having brittle zinn's zonules the substance could not be removed completely. No patient injury reported. To date the lens remains implanted, no secondary surgical intervention planned and no visual disturbance was reported.